Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery with heavy calcification, heavy tortuosity and 95% stenosis. The 3.0x48 mm xience xpedition stent was implanted without issue but a stent strut became fractured. A 2.75x28 mm xience prime stent was used to treat the fractured stent strut. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported break; however, the subsequent treatment appears to be related to operational circumstances. It was reported that a strut of the stent broke after implantation. Factors that may contribute to a stent break include, but are not limited to, interaction with accessory devices, over expansion of the stent, deployment technique, and/or anatomical characteristics. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported break. Another sent was used to treat the broken stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.